Event description:
It was reported that the patient felt like one of the wires became loose. Boston scientific technical services (ts) referred the patient to the physician. This lead remains in service. No adverse patient effects were reported.